Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference#: (B)(4).

Event description:
A site reported to rxsight that a light adjustable lens+ (lal+, sn: (B)(6), +18.0d) was explanted as it was implanted backwards. The lens was replaced with another lal+ (sn: (B)(6), +17.0d).